Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. The issue was noted at the nurses station prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from february 24, 2021 - february 25, 2021. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The video was visually inspected which showed fluid at the distal end of the device flow restrictor suggesting there was evidence of flow. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.